Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative inspected the system and after reviewing the error logs, the issue was confirmed. After the event, the image acquisition system (ias) application was rebooted without resolution. It was rebooted again and the x-ray issue resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software tracking database. No parts have been returned to the manufacturer for evaluation.

Event description:
A manufacturer representative reported that outside of a procedure there was an anomaly with the x-ray from the imaging system. During calibration, the x-ray emitted only for a moment and then stopped. The system was rebooted but the issue persisted. There was no patient present when this issue was identified.

Manufacturer narrative:
The pcba control board was returned to the manufacturer for analysis. Analysis found that the system readied as expected. Communication, motion, peripherals and both 2d and 3d imaging were successful. No was problem found. The pcba atp console was returned to the manufacturer for analysis. Analysis found that system test passed. Both 2d and 3d imaging were successful. No problem found. Following replacement of the components, a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.